Event description:
It was reported that the patient is having psychomotor seizures and they are trying to get the patient's device back to therapeutic levels. No further relevant information has been received to date.

Event description:
It was reported that the patient experienced pain. This is not considered a serious injury, but is supplemental to prior reports as this is an new adverse event. No other relevant information has been received to date.

Event description:
It was reported that the patient's increase in seizures have resurfaced from prior report. The patient was seen to have good seizure control. Initially the vns really helped in reducing the seizure to once per month but has now had multiple recently. No other relevant information has been received to date.

Event description:
It was reported that the patient is having a new seizure type following full revision surgery. It was noted that the patient was put at low settings following the revision and is being titrated up. No further relevant information has been received to date.